Manufacturer narrative:
Phone number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the thermometer probe would get hot. There was no report of death or serious injury.